Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were issues with the reservoir that was causing the insulin pump to alarm with no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for a no delivery alarm that occurs during the manual prime process. The customer was unable to prime the pump after disconnecting and reconnecting the same infusion set and reservoir. However, the customer successfully resolved the no delivery issue through a complete infusion set change and reservoir change. Two suspect reservoirs will be returned for analysis, and two replacement reservoirs, two infusion sets, and a cannula were shipped to the customer.